Event description:
The customer reported to philips there was a shock equipment malfunction at power on. It was a one-time op check failure and subsequent op checks passed. There was no report of patient involvement.